Event description:
Dealer states "customer broke his caster, chunked the rubber out, dealer did not know how it happened." No injuries alleged.

Manufacturer narrative:
No RMA has been initiated for this event. Model tdxsp-cg, serial number/date code (B)(4) is approximately 1 year and 9 months of age. The owner's manual part number 1143190 (rev I jun-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer alleges that the consumer broke his caster, chunked the rubber out.